Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
This case involves an experienced end user who has used coloplast catheters for 21 years. It is reported that the last 8 boxes of catheters he received have been defective causing him to develop bleeding, a uti, and hospitalization. No more information has been provided at this time.

Manufacturer narrative:
Samples were not returned to the production site for examination, therefore no observations can be confirmed about product defects. Further, as no lot number was provided, the relevant production documentation was not able to be traced back in order to check if similar complaints were made about this particular production lot or norm deviation was detected about it. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.